Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d204drm implantable cardioverter defibrillator (ICD)  2013-(B)(6). Concomitant product: 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance started fluctuating shortly after implant and has steadily trended upwards. It was also reported that there were noted non-physiologic sensing on the atrial channel and it is suspected that the ra lead pin is not fully seated. The ra lead will be revised. No patient complications have been reported as a result of this event.